Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process and customer was unable to exit the preparing to prime loop and insulin pump had compromised force sensor system alarm. Blood glucose level of the customer was 233 mg/dl. The customer was assisted with the troubleshooting. It was stated that the insulin pump was stuck in rewind complete/bolus delivery loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected a33 alarm or prime or fill anomaly noted during testing.